Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the electrical connector fluid damage, the control body corroded, the lg cable connector corroded, the bending rubber leakage, the insertion flexible tube (ift) cut, the remote control buttons cut, the air/water nozzles loosened, the segment loosened, the light guide cable loosened, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.